Manufacturer narrative:
The device is being returned to microline surgical, inc. Once an investigation is complete, a final adverse event report will be submitted.

Event description:
Patient had arce inside while product (handle & scissor tip) were connected to monopolar. Arcing event occurred. Scissor tip 3142 was connected to handle 3904.